Event description:
It was reported to tyco healthcare that a customer had a problem with a dialysis catheter. Customer states that the palindrome adapters have cracked. Medical intervention was required as the catheter was exchanged.

Manufacturer narrative:
Submit date: 06/27/2008. An investigation is currently underway upon completion the results will be forwarded.